Manufacturer narrative:
Chiaro has conducted a literature review (rpt-003219) on the link between breast pumps and mastitis in which several literatures relating to the risk factors and causes of mastitis were reviewed. Although some evidence points to a higher rate of occurrence in women using breast pumps versus those are are breastfeeding, the overall guidance states mastitis was caused by milk stasis and could be cured by effective milk removal, this may suggest that the mastitis was a cause for breast pump use rather than the breast pump causing mastitis. We can conclude that it is unlikely that a breast pump is the origin of any infection. The customer care team have provided the customer with a replacement hub and new tubing and requested that the original hub is returned for analysis. The device has not been returned to date. Upon receipt of the item, if any additional information is found to support the investigation, a follow up report will be sent.

Event description:
Customer reported on 08th april that they were experiencing suction issues with their elvie stride. The customer was provided with troubleshooting advice to resolve the issue, but confirmed that they had been prescribed a course of antibiotics to treat mastitis. Customer was located in the UK.